Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. There was no noise noted on the electrogram (egm). Boston scientific technical services (ts) provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. There was no noise noted on the electrogram (egm). Boston scientific technical services (ts) provided troubleshooting options. This product remained in service and the physician decided to continue following the patient. Eventually, this ICD was explanted due to normal battery depletion and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Corrected field: g2 (report source): corrected to "health professional". Upon receipt at our post market quality assurance laboratory, this [product] was thoroughly inspected and analyzed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Additional information was received that the physician plans to continue monitoring. No further action will be taken at this time. This product remains in service. No adverse patient effects were reported.